Event description:
The hcp reported that the pt was experiencing "withdrawal, no therapy or pain relief". The pump was explanted and returned to the manufacturer for analysis. There are significant concerns that the pt who has a history of drug use/abuse had been accessing the pump. The manufacturer's representative believes that the hcp has filled the pump with a compounded mixture of morphine, baclofen and clonidine. The pt was seen in the emergency room in the recent past for a "withdrawal" episode, however, details of this visit are unknown. The pump was then refilled, but was found to be empty approx 10 days later. The pt was taken to surgery on approx 10/2005 for replacement of the pump, but the pocket was found to be grossly infected. The pump was removed, but the catheter was left in the pt. The pt was taken back to surgery a week later for implant of the new pump. A gram stain was taken and was positive for wbc's consistent with persistent infection, so the pump was not implanted. It was reported that the catheter may have been removed at that time. The manufacturer's representative indicated that she requested the pump back from the hospital so that she could return it to the manufacturer for analysis and to check for "signs of coring/septum access". H6 - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4). Results code no longer applicable to the event. Conclusion code updated.

Event description:
Additional information reported that in 2005 the pump dumped "everything" into the patient. The pump was removed. There was an infection in the pocket. Once the infection settled down a new pump was put in. The pump was delivering morphine.